Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that her ubk sleek regular tampon came apart upon removal and tampon pieces remained inside of her. This event occurred with three tampons. She did not need to seek medical and is doing well.